Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the nurses perform regular maintenance of the PICC catheter for the patient. After the film is removed, the front end of the patient's catheter is broken and needs to be replaced in time."